Event description:
The device was used during a colon resection. Reportedly, the instrument did not fully fire and the staple line was incomplete. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.